Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The ccd camera assembly and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would intermittently loose the image on the left monitor during a case. No patient injury was reported.